Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, it was reported that the movement of the delivery system by the operator during deployment caused the xt valve to land too atrial in the annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Transapical procedure for the implantation of a 29mm sapien xt valve in the native mitral valve. Post deployment, the xt valve landed in a too atrial position with mild-moderate paravalvular leak (pvl). This was due to the operator placing the valve more atrial than intended during balloon inflation. It was decided to deploy a second 29mmn xt valve more ventricular to secure the position of the first valve and ensure that it would not embolize. Post deployment, the second valve landed in a lower position. The pvl was not improved by the placement of the second valve. The patient remained stable throughout the procedure. The operator inserted the valve more atrial than intended.